Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative inspected the imaging system on-site. It was found that the umbilical cable required replacement. The umbilical cable was returned to the manufacturer for evaluation. Analysis could not confirm the reported problem "mvs and ias losing communication and terminating during spin". The umbilical cable passed bench level testing. The umbilical cable was installed in the o-arms system 267 and ran without any issues. A software investigation was also completed. This investigation was unable to determine root cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The logs confirm the early 3d spin termination issue but do not provide sufficient information to determine the root cause of the issue. Per on-site troubleshooting by the medtronic representative, the umbilical cable was replaced and the issue cannot be reproduced. A faulty connection resulting from a damaged umbilical cable could certainly be classified as the root cause of the issue reported. This case may be re-opened if additional information is received. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed an early spin termination error message during both 2d and 3d imaging. The user reportedly attempted using the hand switch as well as the foot switch, without resolution. The foot switch and the hand switch were reportedly being help down for the entire spin. The use of the imaging system was discontinued because of this issue and a second imaging system was brought in to successfully complete the procedure. This issue caused a reported delay to the procedure of 30 minutes. The patient was not impacted.